Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced renal failure and passed away. It was further reported that the implantable pulse generator (ipg) "was not working that well." Additional information related to the circumstances of death was requested and not received.